Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012212433); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter valve, upon fluoroscopic inspection, a misload was identified due to a frame node overlap extending to the fourth node. Subsequently, the valve was reloaded, and upon fluoroscopic inspection, a frame node overlap extending to the 3rd node was observed. A pre-implant balloon aortic valvuloplasty (bav) was attempted but was unsuccessful due to the patient's aortic anatomy. Upon the first deployment attempt, the valve was recaptured due to the shallow implant depth at -1millimeters (mm). Upon the second deployment attempt, the depth of implant of the valve was at 2 mm; however, an infold was observed. It was reported that the target implant depth when the infold occurred was 2 mm. Therefore, the valve was recaptured, and the system was withdrawn from the patient. A pre-implant bav using a 23 millimeter (mm) non-medtronic balloon was performed due to the patient's calcified anatomy. A new valve and new delivery catheter system (dcs) were used to successfully implant the valve at a depth of 2 mm. Following the implant of the second valve, the patient had a mean gradient of 3 millimeters of mercury (mm hg). Per the physician, the patient's calcified/tortuous anatomy, specifically fibrotic thickened aortic leaflets, contributed to the infold. No patie nt complications were reported as a result of this event.